Event description:
Event description guidant received information that a patient's spouse called guidant's technical services department to report that she had heard about the recall on the news tonight. She has always thought the defibrillator was the cause of her husband's death. He died in his sleep. The device was given to dr. Thomas ryan and not returned to guidant. No autopsy was performed. ,